Event description:
Preparing PICC line for insertion I pulled the guide wire back to trim the PICC prior to placement and it broke free from the yellow plastic connection that connects to the sherlock 3cg device. I was unable to use the PICC kit and had to open another kit. FDA safety report ID# (B)(4).